Event description:
It was reported to Boston Scientific Corporation that an Orbera balloon was used during a procedure on (b)(6) 2026. During the procedure, the catheter detached. It was necessary to remove the balloon. The extraction was difficult and prolonged the procedure. The procedure was not completed. Following the procedure, the patient experienced irritation, pain, and nausea. The patient remained at the hospital for observation and received intravenous medication. The patient's condition stabilized, and the patient was discharged.

Manufacturer narrative:
Block H6:Device code A150207 is being used to capture the reportable event of Balloon Difficult to Remove. IMDRF code F1001 is being used to capture the reportable event of Procedure Cancelled/Rescheduled - Post Sedation/Sedation Unknown.IMDRF code F08 is being used to capture the reportable event of Hospitalization or Prolonged Hospitalization.